Event description:
Customer alleges the transpore tape was applied to her when blood was drawn at a hospital. When she took the tape off she noticed the area was red and swollen 30 minutes after that she felt hot, throat felt scratchy, voice got hoarse, and felt like she had a walnut in her throat, with elevated blood pressure. Anesthesiologist nearby started IV lactose ringers solution and benadryl - also, oxygen was given. She felt better in 5 or 10 minutes and after 30 minutes the IV discontinued and she went to work.